Manufacturer narrative:
Additional information the lot was manufactured between february 22, 2018 to february 23, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which revealed the tubing was separated from the y-site interlink. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink solution administration sets had disconnected in random locations when medications were administered leading to chemotherapy spills. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.